Manufacturer narrative:
Exact date unknown, event occurred around 1 year from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain around the site due to ipg protruding on the left side .the patient underwent a pocket revision procedure and was doing well postoperatively.